Event description:
It was reported that the bronchovideoscope displayed no image when plugged in. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection had image flickering/intermittent. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. A root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.